Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9731203r, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter was broken. The next step was to replace the broken part. No patient was present at the time of the event. Additional information was received stating that the emitter was physically damaged. It was replaced and the emitter was discarded at the site.